Event description:
Boston scientific crm received info that this epicardial lead was exhibiting high threshold measurements of 4.0v at 20ms. Subsequently the lead was surgically abandoned and replaced with an intervenous left ventricular lead. No adverse pt effects were reported.

Manufacturer narrative:
Result: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt condition.